Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient was having to charge their ipg's more often. Surgical intervention took place where the ipg's were explanted and replaced to address the issue. Effective stimulation was restored. Due to the patient having a new system the exact recharge burden is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.